Event description:
A report was received that the patient had not charged the ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had no charging issues and that the device had not worked to her satisfaction since her recent revision procedure. The patient underwent an explant procedure. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had not charged the ipg. The patient will undergo an explant procedure.